Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4)

Event description:
The caller reported that there was a circle on the insulin pump's display. Blood glucose level at the time of the incident was 400 mg/dl. The caller reported that the customer went to bed with a blood glucose level of 180 mg/dl and woke up at 400 mg/dl with ketones. The caller reported that the device may not have been delivering insulin. The caller also reported that there was no response of the act button during reservoir set up. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.